Event description:
It was reported that the patient presented to clinic for follow up. Chest x-ray was performed and revealed that the right atrial lead had dislodged. The lead was repositioned during an unrelated procedure. The patient did well post operation.

Manufacturer narrative:
(B)(4).